Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient didn¿t experience what he considered adequate relief. There were no known factors that could have led to the issue. The rep reported that reprogramming was done in the past. The rep reported that the system was explanted. The issue was resolved. No further complications were reported.